Event description:
I have used fixodent and poligrip everyday and started having severe problems with my feet and legs. Doctors have tried everything possible to relieve the pain. This has gone on for months. Dose: small amount. Frequency: once a day. Route: dental. Dates of use: 2001 - 2009. Dagnosis: keep dentures in place. Once a day since 2001.